Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 was caused by a malfunction of the circuit board in the scope connector due to fluid invasion. It¿s probable fluid invaded the device through the venting connector, however, a final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿inspection of the endoscopic image. Perform the leakage test (reprocessing manual): caution: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. If you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. 5.1 troubleshooting (operation manual): if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 (no image) unsupported scope error. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device and there was no delay in procedure. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The e315 unsupported scope error code was evident when the endoscope was connected to the stack system. A comprehensive leakage check was completed, the device was not leaking. The plug body was disassembled and fluid ingress was evident throughout the plug body, triggering both pink moisture indicators. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. There was gap in the adhesive at the distal end. The angulation in the down/right angle does not meet the specified value. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.